Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-04082.

Manufacturer narrative:
Results - the complaint was confirmed. A visual inspection of the ipg found the lower setscrew septum had been cored. Minimal discoloration was noted at the terminal block for electrode number 1. No other discrepancies were noted that would have contributed to the observation of ineffective stimulation. The ipg was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.